Event description:
It was reported the subcutaneous implantable cardioverter defibrillator (s-ICD) electrode dislodged and migrated to include a sharp turn instead of being straight along the sternum. X-ray imaging was performed. Technical services (ts) was contacted, and ts reviewed the x-rays and confirmed the electrode was in a suboptimal location, recommending electrode repositioning. Subsequently, the patient underwent a revision procedure and the electrode was repositioned. The s-ICD system remains in service. No additional adverse patient effects were reported.